Manufacturer narrative:
Concomitant products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. Product ID: 37746, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported there was a loss of stimulation/therapeutic effect. It was also noted there was a possible infection at the lead, extension and stimulator site. Antibiotics were prescribed. The patient was reporting good coverage of their painful areas but that stimulation did not seem to be as effective if at all since implant. It was noted it was effective for about three weeks post implant. Symptoms included redness and less than 50% therapy relief at the device pocket, lead extension connection location and the lead location. Patient noted redness and inflammation at incision sites. The patient was prescribed antibiotics and the sites seemed better. The patient was happy with their reprogramming and seemed happy at the time. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no culture taken. The impedances were checked and all were within normal range. It was noted that there were no malfunctions seen and the patient was doing fine at the time of the report.